Event description:
Reportedly the device was explanted at implant due to regurgitation. The patient had already been closed up. There is no patient information available at this time.

Manufacturer narrative:
Device evaluated by manufacturer: yes, evaluation summary attached. ¿the valve was received with the sewing ring and silicone band cut. Leaflets of the valve were received stiff compare to a new valve. Leaflets were translucent, brownish in color and shrunken, with the appearance of dried tissue. No visible inconsistencies were noted in the x-ray. A gap was visible at the coaptation region of the leaflets. Not able to evaluate customer report due to returned valve condition.¿ leaflets of the valve were received stiff compare to a new valve. Leaflets were translucent, brownish in color and shrunken, with the appearance of dried tissue. Conclusion: not able to evaluate customer report due to returned valve condition.